Event description:
It was reported that after implantation of an intraocular lens (iol) in the left eye of a patient, the surgeon noted fluid in the patient's eye. It was stated that the patient experienced persistent irritability, aches and loss of sight because of the liquid within her eye that moved around in her anterior eye chamber. It was stated that the liquid was lighter than water. It was further stated that the surgeon scheduled a procedure to drain the liquid; however, the liquid drained on its own prior to the surgeon catching it. In addition, the surgeon questioned if there was some "oil" contained in the iol, that caused the liquid in the eye. Additional clarification indicated that the eye ''aches'' a little bit, but no further complaints.

Manufacturer narrative:
Follow up information was received to help clarify the initial report. The initial report (MDR)indicated that the liquid ''drained on its own''. In follow up it was learned that the surgeon performed a secondary procedure to drain the liquid from the anterior chamber of the left eye on (B)(6) 2014. He attempted to ''catch'' it but it was ''lost'' during the surgery so further investigation of the liquid could not be performed. The intraocular lens (iol) remains implanted. Explanted date was left blank as the iol remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Concomitant products healon 0.85ml and endosol. Device manufacturing record was reviewed with the following results: all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Based on the manufacturing record review, no deviation or assignable cause was identified for the claim of ¿debris / particles, explant, other, visual disturbance¿ when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The lens remains implanted at the time of submitting the emdr. Concomitant medical products: unfolder platinum cartridge model 1mtec30, rochmed cube, molnycke phacopacks. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow up from the health care provider indicated that patient's visual acuity in the left eye before surgery was 0.6. Patient has age-related macular degeneration. Today visual acuity in the left eye is 0.4 + 0.4 pinhole. The cornea was clear. Vision is not restored after phacoemulsification. Age related macular degeneration. All pertinent information available to the manufacturer has been submitted. Placeholder.